Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the trocar was leaking when the scope was taken out to wipe. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Yes it was slowing leaking. Was there a drop in pressure? Asku. What was the gas consumption rate or volume? Asku. Were you able to identify where the leak was coming from? From the gasket inside. Was a device inserted in the trocar during the leaking? If so, what device? Scope. Was any torque being applied to the trocar or device? Na. Leaking when took scope out to wipe the analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.